Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot - the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Drra for attune: total knee arthroplasty in the hospital system database received. 3,108 patients included. Results 2 knee dislocations within 2 years 4 knees with ligament injuries within 2 years 55 knees with arthrofibrosis within 2 years 10 knees with osteomyelitis within 2 years 182 knees with deep infection or general infection within 2 years 11 knees with superficial infection within 2 years 21 knee revisions within 2 years - no mention of the reason 43 knee reoperations within 2 years - no mention of the reason 133 hospital readmissions due to the knee within 2 years - no mention of the reason.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.